Manufacturer narrative:
Complaint conclusion: it was reported that there was ¿post bleeding¿ following a mynxgrip vascular closure device (vcd) procedure. The bleeding was noted when the patient was in the hospital ward. Additional information was requested, but is not available at this time. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f1717202 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Access site bleeding is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the bleeding reported. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Email: (B)(6). Unique identifier (UDI) #: (B)(4). A review of the manufacturing documentation associated with lot f1717202 revealed that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint.

Event description:
It was reported that there was ¿post bleeding¿ following a mynxgrip vascular closure device (vcd) procedure. The bleeding was noted when the patient was in the hospital ward. The vcd will not be returned for analysis. Additional information was requested, but is not available at this time.